Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all active directory messages were not crossing. A technical support specialist (tss) ended the powershell task causing high central processing unit (cpu) usage to restore system performance, the tss restarted external inbound messaging to successfully resume message flow to all stations within 10 minutes. The tss advised hospital information technology team (hit) to submit a request for a scheduled server reboot and confirmed that no further issues were reported before closing the case. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server user informed all active directory messages were not crossing from epic server to interface. However, there were no delays or adverse events or injuries reported based on this event.